Event description:
It was reported patient underwent ankle procedure requiring the phoenix tibial nail system approximately one year ago. Subsequently, surgeon attempted to remove the phoenix nail three months ago. The nail was not osseointegrated, but the surgeon was not able to remove it. He attempted three times to extract it with the removal bolt without success. On (B)(6), 2012, the surgeon removed the phoenix nail, it was difficult to remove due to the removal bolt releasing from the nail and removal rod breaking. There was no delay to the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay product identification information not available at the time of sending the initial medwatch report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." The product identification necessary to review manufacturing history was not provided.